Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and cds information. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not have any concerns about the reprocessing process. The device passed a leak test during manual cleaning. The detergent used for manual cleaning was medi-clean forte manufactured by dr. Weigert. The instrument/suction channel, suction channel, instrument channel port, and albarran lever were brushed during manual cleaning. The forceps elevator was raised and lowered three times when submerged in the detergent solution, the forceps elevator was flushed, and the distal end was brushed with an albarran lever cleaning brush and then washed using a distal end flushing adapter. An miele automatic endoscope reprocessor (aer) manufactured by steelco was used with neodisher sc as the detergent and neodisher sept pac as the disinfectant. All channels were connected with tubes when the endoscope was set up in the aer, the concentration and expiration date of the disinfectant was controlled, and the rinse water quality was controlled. The water filter was not replaced periodically in accordance with the instruction for use. The scope was dried using filtered compressed air and the aer and then stored in a drying cabinet. The scope was used in procedures five times while waiting for culture results. Once the culture results were received, the device was immediately quarantined. The device was taken out of packaging upon receipt, brushed, machine processed and dried in an olympus drying cabinet. The device was reprocessed once prior to sampling and then stored overnight in a drying cabinet. The scope was last used in a procedure and reprocessed on (B)(6) 2023. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. After negative third-party culture testing provided by olympus, the user requested the device returned without physical device inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of positive in culture testing a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the event of use of device in procedure for 5 patients between sampling and confirmation of positive culture test, it is likely that the event occurred due to the difference of recognition in device handling and reprocessing steps between the user and the recommendation by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. H3 other text : user requested device returned without physical device inspection.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the duodenovideoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.